Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that 03.010.084 evaluation of the devices revealed that only certain portions of each device were returned. For the spiral blade inserter only the hand grip was returned, both the inserter top and the spiral blade inserter body were missing from the device. For the helical blade inserter both the guide shaft and the alignment indicator were returned, while the hand grip was not returned. The three subcomponents were attempted to be reassembled in such a way in order to be one solid instrument. Closer inspection of the alignment indicator, the pin that connects the indicator to the guide shaft is bent resulting in the complaint condition. There are hammer marks throughout the inserter body and the alignment indictor rough handling and both components being struck with a hammer/mallet. The guide shaft is in fair condition with minimal signs of wear and tear. The complaint condition is confirmed. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment, where applicable, was found to adequately address the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure on (B)(6) 2016, a piece broke off the handle of the spiral blade inserter creating a very sharp edge. There was no reported patient harm or surgical delay. The complained spiral blade inserter was received by the synthes manufacturer stuck to the helical blade inserter that was used in the same procedure; however, it is unknown when the devices became stuck together. This report addresses the spiral blade inserter. This report is 1 of 1 for com-(B)(4).